Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display screen froze and was not responding despite using the stylus. The issue continued for several minutes. Then the power to the programmer was forcibly terminated and the programmer was used to interrogate an implantable cardioverter defibrillator (ICD). The programmer screen froze again after the process of reading data was completed. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer display screen froze and would not respond, despite using the stylus. The programmer passed all testing. The programmer was returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.